Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a polypectomy, the loop of this single use ligating device would not come off during the procedure. It was cut off from the handle part and the camera was removed, then the camera was reinserted from the side and the loop was cut. After removing the relevant product, the procedure was completed by switching to a similar product. There were no further reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The insertion portion been detached from the handle section and the operation pipe of the handle section was broken. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Based on the product analysis results and similar investigation results in the past, a likely factor causing the reported events might be one of the following: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.